Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Physical samples were not returned for investigation however a photo was provided. The complaint will be reopened if samples are received at a later date for further investigation. A visual evaluation of the supplied photo showed three different syringes all with various defects confirming the reported issues. The picture provided does show that the product does not meet the specification. The specifications of the syringe barrels require that the barrel print is to be printed at the appropriate location and the product be free of damage. Because a sample was not returned, we were unable to perform a follow up investigation to include functional evaluations to confirm the defect and identify a definitive root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the syringes are cracked or broken.